Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. A systems check was started with tandem technical support, however, the customer declined to complete troubleshooting and opted to change pump supplies.